Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old latin american female patient underwent a breast augmentation primary with a 275cc mentor siltex round moderate profile saline breast implant and experienced postoperative bilateral deflation. The patient reported waking up with the left breast completely flat, and also had discomfort during sleep. She also reported that the right side seems to be leaking as well as it is getting smaller. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.